Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed sealed devices that were missing the clamp. The reported issue was confirmed. Missing clamps are most likely the result of an abnormality in the manufacturing process. Omitted clamping components, can be the result of tooling damage during the automated assembly process. Two in-line automated vision systems are in place to confirm the presence of the clamp and remove any non-conforming material. In order to by-pass both systems the pallet or mount, for in-process products, would have to have sustained damage that could have triggered a false positive. This is the only known occurrence of this issue being reported for this manufacturing lot, and a device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 3 bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in experienced missing tubing clamps. The following information was provided by the initial reporter: material no: 383532. Batch no: 1011121. We found some 22g nexiva ivs without a line clamp in imaging today (3 so far). I have removed them from stock. They seem to be limited to a certain lot # 1011121.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in experienced missing tubing clamps. The following information was provided by the initial reporter: material no: 383532, batch no: 1011121. We found some 22g nexiva ivs without a line clamp in imaging today (3 so far). I have removed them from stock. They seem to be limited to a certain lot # 1011121.